Manufacturer narrative:
Findings: pump received with intermittent button response due to flattened express act and esc button dome switch. Pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 179 mg/dl at the time of the call. The customer stated that the act button does not work. The customer sent the product back for analysis.